Event description:
The customer reported a leak from the backwash tank of the coulter lh 780 hematology analyzer. The volume of the leak is unknown but the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or direct exposure with the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the hemoglobin (hgb) blank restrictor tubing which was previously installed on the instrument failed to stay attached to the check valve draining the backwash tank. The fse modified the original tube by cutting a brown striped tubing and attaching the brown striped tubing to the original tubing to achieve the correct overall tubing length to resolve the leak. The fse verified the repair as per established procedures and no further leaks were observed. (B)(4).